Manufacturer narrative:
The device involved in this incident was discarded by the customer, therefore, our results and conclusion are based on the information that was given to I-flow by the initial reprter. In addition, the lot number of the device was not known, therefore, we are unable to evaluate retain devices for possible failure analysis (i.e fast flow), and research lot history for similar complaints and/or investigations for that particular lot. If additional information that is pertinent to this event becomes available, I-flow will submit a follow up report.

Event description:
Potential fast flow - the pump was reported to have emptied in thirty (30) hours. One (1) day post rotator cuff procedure performed in 2006, the following adverse effects were observed: nausea, vomitting, dizziness, lightheadedness, nervous, shaking, increased pain and numbness in face. The pump was discarded.